Event description:
It was reported that the patient experienced recurring incontinence caused by an urethra atrophy with this artificial urinary sphincter (aus). The physician believes that, due to the atrophy, the patient needed a smaller cuff in order to the device to work properly; therefore, all components were removed and replaced. The cuff was implanted in a smaller size. There were no further patient complications reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.